Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left below knee to the left pelvic organ prolapse. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.